Event description:
Large volume -1000 ml-i.v. Fluid bag of lactated ringer's injection was opened and contained in the overwrap was an insect that looked like a bee. The insect was not inside the IV fluid, but was inside the covering over wrap of the product. Product removed from stock and manufacturer notified. Dates of use: 2009.